Manufacturer narrative:
The manufacturer previously reported an issue with the flow sensor assembly and it was replaced to address the issue. The device's sensor board was also returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was found to be due to flow sensor (mt5) being out of tolerance.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device's flow sensor assembly was found to be damaged. The device had evidence of physical damage. The device's flow sensor assembly was replaced to address the issue.